Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to a loss of fluid from a hole in the balloon tubing. A surgical procedure was performed to remove and replace all the components. No additional information was provided.